Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the patient suffered stoma infection. Culture and sensitivity revealed staphylococci infection. The patient was treated with dalaci (antibiotics) for 10 days. As of (B)(6) 2017, the patient experienced better effect compared from last week and the stome looked better.